Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the opt1044 optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel (f&p) mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in iowa reported via a fisher and paykel healthcare (f&p) field representative that an opt1044 optiflow 3s nasal cannula was producing a leak sound and was damaged before patient use. The healthcare facility reported that the patient was being transitioned from non-invasive ventilation to nasal high flow therapy. Prior to starting nasal high flow therapy with the subject device, the patient desaturated to a reported spo2 level of approximately 85%. The healthcare facility reported that the patient was placed back on non-invasive ventilation and was stabilised. The healthcare facility reported no further patient consequences.

Manufacturer narrative:
(B)(4). Corrected data: b5, d9, e1, g1, g6, h2, h3, h6. Product background: the opt1044 optiflow 3s nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The optiflow 3s nasal cannula features side swapping capability, allowing the tubing to be positioned on either side of the patient. The interface is held in place by a head strap and features a cannula tube clip which works in tandem with the blue tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow 3s interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow 3s interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow 3s interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt1044 optiflow 3s nasal cannula was received at f&p in new zealand for investigation, where it was visually inspected. F&p's investigation is based on f&p's evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the opt1044 optiflow 3s nasal cannula revealed that the 3-way connector of the subject device was lodged into the taper connector of the breathing circuit. The healthcare facility later stated that they pushed the 3-way connector further into the taper connector to correct the reported leak sound while setting up the therapy. The healthcare facility reported that when they attempted to disconnect the subject device from the breathing circuit, it would not come out. The healthcare facility stated that they were later "able to get the cannula and circuit apart, but it did break". Visual inspection of the opt1044 optiflow 3s nasal cannula found the tubing disconnected from the 3-way connector. The film of the tubing was wrinkled which indicates the damage was consistent with an excessive force being applied to the tubing. The healthcare facility reported that the patient desaturated to an spo2 of approximately 85% and that the patient was placed back on non-invasive ventilation and was stabilised. There were no further patient consequences reported by the healthcare facility. Conclusion: f&p's investigation was unable to determine the exact cause of the reported event. Based on f&p's knowledge of the product, the information provided by the healthcare facility and the visual inspection of the opt1044 optiflow 3s nasal cannula, the observed damage to the tubing of the subject device was likely due to excessive force applied when separating the cannula from the breathing circuit. F&p's manufacturing controls for the optiflow 3s tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject (B)(6) optiflow + duet asymmetrical nasal cannula would have met the required specifications. The user instructions which accompany the opt1044 optiflow 3s nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: - "do not crush or stretch tube, to prevent loss of therapy." - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in iowa reported via a fisher & paykel healthcare (f&p) field representative that an opt1044 optiflow 3s nasal cannula was producing a leak sound and was damaged before patient use. The healthcare facility reported that the patient was being transitioned from non-invasive ventilation to nasal high flow therapy. Prior to starting nasal high flow therapy with the subject device, the patient desaturated to a reported spo2 level of approximately 85%. The healthcare facility stated that the subject device could not be disconnected from the breathing circuit. The healthcare facility stated that they were later able to separate the subject device and the breathing circuit, but that the subject device was consequently broken. The healthcare facility reported that the patient was placed back on non-invasive ventilation and was stabilised. The healthcare facility reported no further patient consequences.